Event description:
Ufmw received reporting a breakage problem with use of one (1) 42500-02 tranpac IV monitoring kit. The report states "during arterial line change, when rn tried to tighten the transducer, the stopcocks broke or were broken on the transpac IV monitoring kit." There were no reported adverse patient consequences. It is unknown how long the device was in use when the problem occurred. The involved device was discarded. Manufacturer's investigation: a review of the mfg. Lot number 2076364 (mfg. Date 11/2010) shows 501 units were mfg. Tested, inspected and released. A three (3) year review of the complaint database for this list number/similar issue recorded no additional reports. Conclusion: the exact cause(s) of the reported product experience is unknown. This report and the associated information have been entered in the manufacturer's database for analysis and trending.